Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device had a hole in the air-hose. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown but was known to have occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as (B)(4) 2005 in the initial report. The device manufacture date has been updated as (B)(4) 2006. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hose was damaged by the muffler. Therefore, the reported condition was confirmed. It was determined that this was indicative of pulling of the hose instead of the muffler to disconnect from the autolube and/or from pulling the autolube around by the hose. The assignable root cause was determined to be due to component damage caused by misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number was reported as (B)(4) in the initial report. The serial number has been updated to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.